Event description:
Information received indicates the nurse call is not working when used from the bed.

Manufacturer narrative:
The technician found that the communication cable was damaged (pins broken) at the headwall. He replaced the communication cable to repair the bed.